Manufacturer narrative:
Dtba1q1 ICD implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "strong left wall stimulation" from the left ventricular (lv) lead "once every couple of weeks" and it did not matter the position they were in nor time of day. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.